Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned.   Device history records review could not be performed as a valid lot code was not provided and could not be obtained. A review of complaint history associated with the subject catalog number was performed, and no adverse trends were observed. It is possible that the tip of the driver was worn and that decreased the grip of the screwdriver in the screw head. However, this cannot be confirmed without device inspection and device history record review. The exact root cause cannot be determined from the information provided. Device not returned to stryker.

Event description:
It was reported that during intra-operative final tightening, 2 aviator retaining screwdrivers could not 'drive the screw into the pocking mechanism on the plate'. Surgery was successfully completed with a 20 minute delay. No adverse consequences or medical intervention were reported. This report captures the second of the two screwdrivers.

Event description:
It was reported that during intra-operative final tightening, 2 aviator retaining screwdrivers could not 'drive the screw into the pocking mechanism on the plate'. Surgery was successfully completed with a 20 minute delay. No adverse consequences or medical intervention were reported. This report captures the second of the two screwdrivers.